Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported patient effect of dissection is a known inherent risk of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device is filed under a separate manufacturing report number..

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with an 8f sheath after a transcatheter aortic valve replacement (tavr) procedure. The proglide devices were used in the smaller 8f access site. Reportedly, the proglide lever was returned to the original position, but the foot did not close. The device was pulled out of the patient anatomy. A second proglide device was used with the same results. A dissection occurred at the access site. A cut down was performed by a vascular surgeon and the artery was surgically repaired. There was a clinically significant delay in the procedure or therapy due to the surgical cut down and repair. The physician is reportedly trained in the use of the proglide device. No additional information was provided.